Manufacturer narrative:
The patient had a burn sign; however, philips was unable to obtain additional details regarding the degree of the burn and the treatment of the burn. Multiple requests were made; however, no information was able to be provided by the customer. Based on the available information, the cause of the cable malfunction could not be determined, as the serial number and other data about the cable were not available. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Based on the information provided, it is unclear what caused the heartstart hands-free cable to malfunction, leading to the burn sign. If additional information is received, the complaint file will be reopened. H3 other text : philips was unable to obtain additional details.

Event description:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the philips heartstart hands-free cable, indicating that a patient sustained a burn sign during a cardioversion procedure involving the cable, and burns are a known side effect of cardioversion. The device was in use on a patient. This complaint was logged against the heartstart mrx als monitor (m3536a).